Event description:
It was reported that (1) er320 was used during a lap cholecystectomy procedure. It was reported by the rep that the clip did not feed and form properly. Every third clip stops. It is unknown how the case was completed and there was no consequence to pt.